Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose level. Customer's blood glucose value was 589 mg/dl at the time of the incident. Another blood glucose level was 158 mg/dl. The customer was declined troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea. It was not confirmed whether customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose level. Customer's blood glucose value was 589 mg/dl at the time of the incident. Another blood glucose level was 158 mg/dl. The customer was declined troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea. It was not confirmed whether customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.